Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: vessel dissection lt cfa after manta deployment. Balloon angioplasty was performed on vessel dissection lt cfa after manta deployment. Balloon angioplasty was performed with good flow distally post inflation angiogram.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted for investigative purposes and indicate a dissection present, post device deployment. The device lot history record review for manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the left common femoral artery. The arteriotomy was noted as 6.6mm x 6.8mm, mild calcification laterally, no tortuosity, and a depth deployment measurement of 4cm + 1cm. Ultrasound and micropuncture were utilized to gain access. Flouroscopy indicated access position mid-femoral head above the bifurcation and below the epigastric artery. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate. A post angiogram reveled a dissection. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Balloon inflations were applied for five minutes, and a follow-up angiogram indicated good flow distally. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and local trauma to the femoral or iliac artery wall, such as dissection.